Event description:
A customer contacted physio-control to report that their device locked up and had illuminated its service led. In this state, the device may not be able to provide defibrillation therapy, if it were needed. There was no patient involvement in the reported event.

Manufacturer narrative:
Physio-control continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
A customer contacted physio-control to report that their device locked up and had illuminated its service led. In this state, the device may not be able to provide defibrillation therapy, if it were needed. There was no patient involvement in the reported event.

Manufacturer narrative:
A stryker service representative performed an initial evaluation of the customer¿s device and was able to verify the reported issue. The device can not be repaired. The device was scrapped by stryker. The cause of the reported issue was isolated to the system pcb assembly. Stryker further evaluated the system pcb assembly at the product assessment center (pac) and the cause of the reported issue was determined to be due to inoperative sbc (single board computer).